Manufacturer narrative:
The customer indicated that the device will not be returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a thyroid procedure, the site contacted medtronic technical services and reported their nim was not picking up any signal. They tried two different nim systems without resolution. The ground and return were seated, electrode check returned green checks and they were receiving a return current under stim 1. They reduced the threshold with no resolution. The emg tube was replaced (patient reintubated) and the issue was resolved. There was no patient injury.